Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was a defective processor board. The cracked cover and defective processor board were likely attributed to mishandling such as a drop. The processor board and front enclosure were replaced in 2018 for the same reported issue. Upon visual inspection, the front enclosure was noted to be cracked and grip strips were missing. The observed issues are not related to the reported complaint and appeared to be the characteristics of user mishandling. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board assembly (pca) was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged and passed all testing criteria without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were two similar complaints reported for autopulse platform with serial number (B)(4). Ccr (B)(4) was reported on 10/02/2015 and ccr (B)(4) was reported on 05/03/2018, and the processor board assembly (pca) was replaced in both ccrs to remedy the issue.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. To troubleshoot, the customer exchanged the lifeband two times and replaced the battery, but the issue was not resolved. No patient involvement.